Manufacturer narrative:
Visual inspection of the returned device confirms that the material had split. It was also noted that there are gouges on the surface of the impactor. At the time of failure, the device had a potential field life of approximately 3 years. It is unknown how many times this instrument had been used during that time. Device history records were reviewed with no deviations/ anomalies identified. This device is used for treatment. The product history search identified no other complaints for the reported lot. The manual orthopaedic surgical instruments states ¿polymer materials have a limited useful life. If polymer surfaces turn ¿chalky,¿ show excessive surface damage, or if polymer devices show excessive distortion or are visibly warped, they should be replaced¿. It is likely that the damage is a result of normal wear and tear from use during the instrument¿s field life.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the impactor head split when the femoral component was impacted.